Manufacturer narrative:
(B)(4). The returned endobronchial tube was evaluated for the reported "cuff won't inflate" issue. The reported event was confirmed. The bronchial cuff was found to have a slit. The most probable root cause for cuff leaks in the cuff body is associated with sharp utensil or object.

Event description:
A report was received stating during 'prior to use' testing an endobronchial tube's bronchial cuff did not properly inflate. There was no patient involvement. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).